Manufacturer narrative:
Journal article title: transverse partial stent ablation with rotational atherectomy for suboptimal culotte technique in left main stem bifurcation journal name: catheter cardiovasc intervention literature reference - doi: 10.1002/ccd.27404 year:2017; issue #: 91:1074¿1078. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient who presented with nstemi with ongoing chest pain and significant st depression in the inferior leads received 3 zotarolimus eluting stents to treat the lms to lad (2.75x6mm, 3.5mmx22mm and 4.0mmx18mm)and another to the lcx(3.5mmx22mm). 2 weeks post implant patient was readmitted with further nstemi. Angio showed significant obstruction of the lcx. An attempt was made to carry out pci but non-mdt microcatheters were unable to cross. Rotorblation was performed with post ballooning to acheive good angiographic results. Pullback of the lad showed a well apposed and expanded stent in the mid-proximal section with a mild stent underexpansion at the ostium as a possible consequence of a slight carina shift due to ballooning of the lcx. Oct pullback on the lcx showed the presence of instent thrombotic material and more importantly the effects or rotorblation of the ostium of lcx.